Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was controller is not recognizing implant and pt is unable to recharge, keeps getting checking recharger screen. Pt had spoke to mdt rep two weeks ago and today to troubleshoot issue and reinstructed pt to call pss today. Pt had reset controller multiple times but has been unable to recharge their implant. Agent instructed pt to connect controller, controller showed controller battery level at 100%, implant battery level at yellow and low. Agent instructed pt to inspect controller port, recharger port, recharger pins, and no visible damage was reported. Pt said that these are all brand new devices, but also mentioned that belt is uncomfortable, specifically scratchy and stiff. Agent requested that pt attempt a recharging session, controller showed excellent recharging quality and implant is charging. Pss reviewed best practice for recharging implant. Pt stated that everything seems to be working now. The troubleshooting steps that were taken on the call resolved the issue. Pt called back stating they are having trouble with charging the implant again. Caller stated that the device wont advance to the recharging batteries (49) screen. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is 100 percent and implant is red/low percent. Caller confirmed no physical damage on recharger cord/pins nor controller connector port pins nor battery compartment pins. Agent had caller blow in controller port and wipe recharger pins to ensure no debris. Caller then connected recharger and the controller would not advance past checking recharge quality (51). Agent tried several times and the screen would not advance.

Manufacturer narrative:
Continuation of d10: product ID 97755-s. Erial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the 97755-s recharger (s/n: (B)(6)) revealed that controller won't power on when rtm is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.